Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) bleed for 7-8 days') in an adult female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in 2017, urinary tract infection (not recovered prior to essure), abdominal pain, dvt, shortness of breath, lung nodule, rash trunk, hematuria, folliculitis, nasal congestion, post coital bleeding and pruritic rash. Previously administered products included for an unreported indication: depo-provera in 2009 and nuvaring in 2009. Concurrent conditions included pre-diabetic since 2015. Concomitant products included cyclobenzaprine from 2017 to 2018 and metformin since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes, describe: hot flashes"), menopause ("hormonal changes, describe: felt like pre-menopause"), urinary tract infection ("infection (bladder/vaginal/urinary tract infection): urinary tract infection"), migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes or skin condition: all over face and neck rashes") and fatigue ("fatigue"). In 2010, the patient experienced the first episode of allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced flank pain ("pain, sharp, constant, left sided flank pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On an unknown date, the patient experienced the second episode of allergy to metals ("nickel allergy"). The patient was treated with ibuprofen and surgery (scheduled in 2020). Essure treatment was not changed. At the time of the report, the genital haemorrhage, hot flush, menopause, urinary tract infection, migraine, headache, rash, fatigue, constipation, the last episode of allergy to metals, flank pain and weight increased outcome was unknown. The reporter considered constipation, fatigue, flank pain, genital haemorrhage, headache, hot flush, menopause, migraine, rash, urinary tract infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Computerised tomogram - on (B)(6) 2009: lung nodule. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, good placement of essure device and bilateral tubal. Occlusion indicated successful essure procedure. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. This case became valid case after the addition of specified event from pfs. The previously reported event injury was replaced with abnormal bleeding (general), hormonal changes, infection (bladder/ urinary tract/vaginal), migraines / headaches, rashes or skin conditions, fatigue, gastrointestinal or digestive system condition, nickel allergy, pain, weight gain, flank pain. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) bleed for 7-8 days') in a 28-year-old female patient who had essure (batch no: 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in 2017, urinary tract infection (not recovered prior to essure), abdominal pain, dvt, shortness of breath, lung nodule, rash trunk, hematuria, folliculitis, nasal congestion, post coital bleeding, pruritic rash and menstrual cramp. Previously administered products included for an unreported indication: depo-provera in 2009 and nuvaring in 2009. Concurrent conditions included pre-diabetic since 2015, asthma, constipation, shortness of breath, folliculitis and hematuria. Concomitant products included cyclobenzaprine from 2017 to 2018, metformin since 2015, naproxen from on (B)(6) 2017 and ondansetron (zofran) from on (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), coital bleeding ("post coital bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), menopause ("hormonal changes, describe: felt like pre-menopause"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced hot flush ("hormonal changes, describe: hot flashes"), urinary tract infection ("infection (bladder/vaginal/urinary tract infection): urinary tract infection") and rash papular ("rashes or skin condition: all over face and neck rashes/rash on groin with bumps"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy/all over face and neck rashes") and post procedural complication ("post tubal ligation syndrome"). On (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and flank pain ("pain, sharp, constant, left sided flank pain"). On (B)(6) 2016, the patient experienced folliculitis ("folliculitis"). On (B)(6) 2016, the patient experienced haematuria ("hematuria"). On (B)(6) 2016, the patient experienced dyspnoea ("shortness of breath"). On (B)(6) 2018, the patient experienced burning sensation ("itchy burning sensation") and rash pruritic ("itchy rash and burning"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). On an unknown date, the patient experienced anaemia ("anemia"). The patient was treated with ibuprofen and surgery (scheduled in 2020). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, perineal pain, migraine, headache, flank pain, dysmenorrhoea, allergy to metals, hot flush, menopause, haematuria, urinary tract infection, rash papular, fatigue, constipation, weight increased, menorrhagia, nausea, folliculitis, burning sensation, rash pruritic, post procedural complication, dyspnoea, dizziness, anaemia, coital bleeding and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, burning sensation, coital bleeding, constipation, dizziness, dysmenorrhoea, dyspnoea, fatigue, flank pain, folliculitis, genital haemorrhage, haematuria, headache, hot flush, menopause, menorrhagia, migraine, nausea, pelvic pain, perineal pain, post procedural complication, rash papular, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs, rashes or skin condition: all over face and neck rashes/rash on groin with bumps clubbed as taken as rash. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Computerised tomogram: on (B)(6) 2009: lung nodule. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion, good placement of essure device and bilateral tubal. Occlusion indicated successful essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Event " vaginal discharge" added. Onset dates for events were updated. Conocomitant conditions were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) bleed for 7-8 days') in an adult female patient who had essure (batch no. 632024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in 2017, urinary tract infection (not recovered prior to essure), abdominal pain, dvt, shortness of breath, lung nodule, rash trunk, hematuria, folliculitis, nasal congestion, post coital bleeding and pruritic rash. Previously administered products included for an unreported indication: depo-provera in 2009 and nuvaring in 2009. Concurrent conditions included pre-diabetic since 2015. Concomitant products included cyclobenzaprine from 2017 to 2018 and metformin since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes, describe: hot flashes"), menopause ("hormonal changes, describe: felt like pre-menopause"), urinary tract infection ("infection (bladder/vaginal/urinary tract infection): urinary tract infection"), migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes or skin condition: all over face and neck rashes") and fatigue ("fatigue"). In 2010, the patient experienced the first episode of allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced flank pain ("pain, sharp, constant, left sided flank pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On an unknown date, the patient experienced the second episode of allergy to metals ("nickel allergy"). The patient was treated with ibuprofen and surgery (scheduled in 2020). Essure treatment was not changed. At the time of the report, the genital haemorrhage, hot flush, menopause, urinary tract infection, migraine, headache, rash, fatigue, constipation, the last episode of allergy to metals, flank pain and weight increased outcome was unknown. The reporter considered constipation, fatigue, flank pain, genital haemorrhage, headache, hot flush, menopause, migraine, rash, urinary tract infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Computerised tomogram: on (B)(6) 2009: lung nodule. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion, good placement of essure device and bilateral tubal. Occlusion indicated successful essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) bleed for 7-8 days') in a 28-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome in 2017, urinary tract infection (not recovered prior to essure), abdominal pain, dvt, shortness of breath, lung nodule, rash trunk, hematuria, folliculitis, nasal congestion, post coital bleeding, pruritic rash and menstrual cramp. Previously administered products included for an unreported indication: depo-provera in 2009 and nuvaring in 2009. Concurrent conditions included pre-diabetic since 2015 and asthma. Concomitant products included cyclobenzaprine from 2017 to 2018, metformin since 2015, naproxen from (B)(6) 2017 to (B)(6) 2017 and ondansetron (zofran) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and coital bleeding ("post coital bleeding"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), menopause ("hormonal changes, describe: felt like pre-menopause") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes, describe: hot flashes"), urinary tract infection ("infection (bladder/vaginal/urinary tract infection): urinary tract infection") and rash ("rashes or skin condition: all over face and neck rashes/rash on groin with bumps"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy/all over face and neck rashes") and post ablation tubal sterilisation syndrome ("post tubal ligation syndrome"). In (B)(6) 2011, the patient experienced flank pain ("pain, sharp, constant, left sided flank pain"). In (B)(6) 2012, the patient was found to have weight increased ("weght gain/loss specify: weight gain"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation"). On (B)(6) 2016, the patient experienced folliculitis ("folliculitis"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and haematuria ("hematuria"). On (B)(6) 2016, the patient experienced dyspnoea ("shortness of breath"). On (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2018, the patient experienced burning sensation ("itchy burning sensation") and rash pruritic ("itchy rash and burning"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with ibuprofen and surgery (scheduled in 2020). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, perineal pain, migraine, headache, flank pain, dysmenorrhoea, allergy to metals, hot flush, menopause, haematuria, urinary tract infection, rash, fatigue, constipation, weight increased, menorrhagia, nausea, folliculitis, burning sensation, rash pruritic, post ablation tubal sterilisation syndrome, dyspnoea, dizziness, anaemia and coital bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, burning sensation, coital bleeding, constipation, dizziness, dysmenorrhoea, dyspnoea, fatigue, flank pain, folliculitis, genital haemorrhage, haematuria, headache, hot flush, menopause, menorrhagia, migraine, nausea, pelvic pain, perineal pain, post ablation tubal sterilisation syndrome, rash, rash pruritic, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs, rashes or skin condition: all over face and neck rashes/rash on groin with bumps clubbed as taken as rash. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Computerised tomogram on (B)(6) 2009: lung nodule. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion, good placement of essure device and bilateral tubal occlusion indicated successful essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication updated. Events added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), nausea, folliculitis, itchy burning sensation, itchy rash, post tubal ligation syndrome, shortness of breath, hematuria, abdominal pain, pelvic pain, perineal pain, dizziness, anemia and post coital bleeding. Event clubbed: rashes or skin condition: all over face and neck rashes/rash on groin with bumps and nickel allergy/all over face and neck rashes. Medical history and concomitant drugs were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.